Event description:
The hospital reported that during a saphenous vein harvesting procedure, the surgeon was unable to cauterize the vein. A replacement unit was used to complete the procedure. No patient complications were reported.